Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shocking channels during one night, causing inhibition of pacing in this pacemaker dependant patient. In addition, this patient experienced 47 appropriate shocks four months ago for a ventricular tahycardia storm.